Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that 201101220, actis reamer sz 2 and 3 was broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the actis reamer sz 2 and 3 would contribute to the complained device issue. Based on the investigation findings, potential cause can be unintended use error caused or contributed to event it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the actis distal reamers where used on power/drill in the femoral canal. Upon using the 2/3 reamer the part snapped off in situ within the femoral canal. Kockers, rongeurs and other instruments were used to extract the broken part. Upon inspect the 0/1 reamer also seemed to be damaged due to burn marks near the same section as the 2/3 reamer. Reamers were discarded after the case. There was a twenty minutes of surgical delay. The procedure was successfully completed. There was no patient consequence.